Event description:
It was reported that the right ventricular (rv) lead had high impedance and was oversensing. A review of the device performance data also noted that a patient alert triggered. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The lead integrity alert triggered on 2012 (B)(6); positive for non-sustained ventricular tachycardia episodes and abnormal impedance. There was an out of tolerance subthreshold alert on 2012 (B)(6) and 2012 (B)(6). High impedance was noted. The maximum ventricular pace bipolar impedance rose from an approximate baseline of 500 ohms to over 4000 ohms the week of 2012 (B)(6).

Manufacturer narrative:
(B)(4). This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.